Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent a revision procedure wherein the entire system was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the leads and splitters will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that frequent charging and high impedances were investigated. Data base analysis showed high values on all contacts and the ipg appeared to be working as expected. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that frequent charging and high impedances were investigated. Data base analysis showed high values on all contacts and the ipg appeared to be working as expected. The patient will undergo a revision procedure.